Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, 1 day after implant placement. The bone quality was type I. The oral hygiene around implant site was good. No significant finding was found during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has a replacement to 4.0 mm x 10 mm.